Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On (B)(6) 2024 , it was reported that the patient was found unconscious by her daughter. The patient's continuous glucose monitor (cgm) showed a reading of 140 mg/dl, but no blood glucose meter (bgm) reading was available. The daughter reported that her mother had been sleeping excessively, urinating frequently, and appeared disoriented, prompting her to call 911. The patient regained consciousness upon arrival at the hospital, but when the administrative staff asked for her name, she was unable to answer immediately and appeared to be in shock. The staff performed a fingerstick, and her bgm reading was 400 mg/dl. The hospital staff then administered IV fluids, an insulin drip, and removed the sensor. The length of stay was not documented. The reporter stated that the patient's most recent blood glucose meter (bgm) reading on (B)(6) 2024 is 280 mg/dl. The patient no longer has a sensor inserted and patient is now recovering. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was found unconscious by her daughter. The patient's continuous glucose monitor (cgm) showed a reading of 140 mg/dl, but no blood glucose meter (bgm) reading was available. The daughter reported that her mother had been sleeping excessively, urinating frequently, and appeared disoriented, prompting her to call 911. The patient regained consciousness upon arrival at the hospital, but when the administrative staff asked for her name, she was unable to answer immediately and appeared to be in shock. The staff performed a fingerstick, and her bgm reading was 400 mg/dl. The hospital staff then administered IV fluids, an insulin drip, and removed the sensor. The patient was discharged on (B)(6) 2024. The reporter stated that the patient's most recent blood glucose meter (bgm) reading on (B)(6) 2024 is 280 mg/dl. The patient no longer has a sensor inserted and patient is now recovering. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.